Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: ¿ what is the total number of procedures? Cross 4 ent doctors ¿ multiple patients - what is the procedure name? Thyroid. - what date did the seroma occur on? Unknown (most doctors noticed seroma when patient was seen in office a week after procedure.) - was there any medical or surgical intervention performed to treat the seroma(product removed; re-operation; re-closure; prescription medication)? If so, please specify. Some seromas had to be drained in office but no patients were brought back to surgery to treat a seroma. ¿ have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No, rep was not notified about past events. - what is the procedure date? Unknown. The following information was requested, but unavailable: - if medication was required, please clarify if it was prescription strength. Unknown. - what is the most current patient status? Unknown. - can you identify the lot number of the product that was used? Unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What are the name and date of index surgical procedure? 3. What were the diagnosis and indication for the index surgical procedure? 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 5. Was there any intraoperative concurrent use of other products? 6. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 7. Where was the surgicel used (on what tissue)? 8. How much surgicel was used during the procedure? 9. Was the surgicel product left in place? Was the excess irrigated and removed? 10. Has any surgical or medical intervention been performed? 11. What is physician¿s opinion as to the cause of or contributing factors to this event? 12. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative seroma? 13. What is the patient¿s current status? 14. What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a thyroid procedure on an unknown date and an absorbable hemostat was used. Four of the ent surgeons have gotten seromas, more than one time, after using the surgicel powder. All of them to have had multiple episodes. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. What were the diagnosis and indication for the index surgical procedure? Using surgicel as an adjunctive hemostat and surgeon claiming the seromas post-op were from using surgicel powder. 2. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Both. 3. Where was the surgicel used (on what tissue)? Thyroid procedure - neck area. 4. How much surgicel was used during the procedure? Less than 1 gram 5. Was the surgicel product left in place? Was the excess irrigated and removed? The surgeon was not irrigating. 6. What is physician¿s opinion as to the cause of or contributing factors to this event? They contributed the seromas to the use of surgicel powder. 7. What is the users experience w/ surgicel powder and other hemostatic agents? They have used surgicel powder for over a year and before that they used arista. The following information was requested, but unavailable: 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? Unknown. 2. What are the name and date of index surgical procedure? Unknown. 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Unknown. 4. Was there any intraoperative concurrent use of other products? Unknown. 5. Has any surgical or medical intervention been performed? Unknown. 6. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative seroma? Unknown. 7. What is the patient¿s current status? Unknown. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.